Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the aliquot drain, the aliquot probe and performed the alignments. The cse also ran a quick check, quality controls and precision testing, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the service report, the instrument data and the sample data. The hsc specialist determined that the customer did not follow the tube manufacturer's recommendations for centrifugation time and speed. The cause of the discordant, falsely low glucose result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher both times. The repeat result from the alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.